Manufacturer narrative:
Correction h6: code 22 the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis improper component placement.

Event description:
It was reported that on (B)(6) 2018, a thromboembolectomy and fem bypass was performed to treat the contralateral limb being deployed outside of the contralateral gate, which was not seen during the original procedure.

Manufacturer narrative:
Correction upon file review, it has been determined there is no allegation of deficiency on the rlt281218/17866407 device. Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states under contralateral leg hole guidewire cannulation: verify that the guidewire is within the contralateral leg hole of the trunk by standard practice used to verify guidewire location. If multiple cannulation attempts fail, the trunk-ipsilateral leg endoprosthesis may be repositioned for better contralateral gate access by following step 9a through 9d. Warning: do not constrain/reopen the trunk device more than two times during a procedure. Device and/or catheter damage may occur.

Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, chantix, clonazepam, eliquis, enalapril maleate, hydrochlorothiazide, loratadine, and senna additional devices implanted and/or related to this event: rlt281218/17866407, UDI:(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to pseudoaneurysm, and endoprosthesis improper component placement.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2018, a fem-fem bypass was performed to treat a pseudoaneurysm on the left side due to the contralateral limb being deployed outside of the contralateral gate, which was not seen during the original procedure. A thromboembolectomy was also performed in the left common femoral artery. A right femoral pseudoaneurysm was repaired (B)(6) 2019. The patient tolerated the reintervention procedure.